Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that the polymer jacket over the distal tip brazing was damaged. Slight coil stretch was observed by x-ray at the section just adjacent to tip brazing. Lot history review revealed no anomaly relating with the reported event. Damage is deemed to be due to excessive force given to the guidewire. Warning section of the IFU describes; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Event description:
Reportedly, during the ppi procedure to 90-99% stenosis at bk area, subject guidewire was advanced for lesion crossing. Wishing to perform a re-shaping to the guidewire, physician removed the guidewire out, and found that the plastic polymer jacket was damaged at the tip section. Reportedly, procedure was continued with other devices and completed with no complication to the patient. Patient was discharged 2 days later.